Manufacturer narrative:
Intuitive surgical (is) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.211" by 0.668" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excessive loading.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument broke and fell inside of the patient¿s anatomy. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical (is) has made several attempts to follow up with the site to obtain additional information regarding this event.